Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air in line sensor was defective. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Received one device. Customer reported complaint of ¿¿ air in line sensor was defective¿¿ was confirmed by performing air detector test per performance verification tests (pvt), found air detector is nonfunctional. Replaced the air detector to fix this issue. Performed pvt. Updated software. Unit passed all testing criteria. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.